Event description:
It was reported that it was suspected that this electrode was broken. There were multiple untreated episodes due to oversensing of noise. No adverse patient effects were reported. It was noted that a replacement procedure will be scheduled at a later time. No adverse patient effects were reported. According to additional information, this electrode has been explanted and replaced. No additional adverse patient effects were reported.